Manufacturer narrative:
One device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and leakage was observed at the connection port. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. The second device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 5000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the outlet port. This occurred prior to patient use. There was no patient involvement. No additional information is available.